Event description:
A customer contacted beckman coulter, inc (bci) regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx i725 instrument for a single pt sample. An initial accu tni result was 0.08 ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and results were: 7.85 ng/ml and 9.46 ng/ml. Customer then repeated testing on the lx i725 instrument and results were: 4.10 ng/ml and 2.59 ng/ml. A fresh sample was collected from the pt and tested on the different instrument for accu tni and a result of 0.05 ng/ml was obtained. Based on available info, accu tni result obtained from sample b correlated with the pt's clinical condition. The erroneous results were not reported out of the lab. There have been no reports of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
System checks were in specification in late 2007. Sample a was collected in a lithium heparin tube without gel by non-lab personnel in the ER. Sample b was drawn in a lithium heparin tube with gel by a lab phlebotomist. The specimens were centrifuged at 3,500 rpm for 5 mins at ambient temp. Sampling was done from the primary tubes and processed through the closed tube accessing (cta) system. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse verified the instrument operation per established procedures and results meet published performance specifications. The fse discussed importance of proper sample handling with customer. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.